Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) and approximately 6 months prior to this event, the pt began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the pt experienced dehydration and severe constipation. On an unreported date, the pt did not wear a mask while performing pd therapy. On that same day, the pt was hospitalized for the dehydration and severe constipation. At the time of being hospitalized the pt was also being tested for peritonitis. Two days after being admitted, the pt was discharged from the hospital. Three days later, the diagnosis of peritonitis was confirmed. The cause of the peritonitis was the pt did not wear a mask while performing pd therapy. Treatment was not reported. The pt stated he was not re-trained in aseptic technique. Dianeal and extraneal therapies were ongoing. At the time of this report the pt was recovered from the constipation and was recovering from the peritonitis and dehydration. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.